Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1556) on 21-oct-2015. The most recent information was received on 27-feb-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in a (B)(6) female patient (gravida 1, para 1) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3 (three live births on (B)(6) 2002, (B)(6) 2008 and (B)(6) 2011.), multigravida and vaginal delivery (3 vaginal deliveries) in (B)(6) 2011. On (B)(6) 2015 to (B)(6) 2015 she took oral contraceptive. She had an undocumented miscarriage while implanted with essure. All other pregnancies she carried to term and had normal vaginal births with no complications. She was not allergic to any medicines. No evidence of free fluid in the cul-de-sac. No masses palpable in the adnexal region. Both tubal ostia were visualized and appeared normal in appearance. Previously administered products included for an unreported indication: latex. Concurrent conditions included ocular discomfort and uterine cervical pain. Concomitant products included alprazolam (xanax) since 2015, paroxetine hydrochloride (paxil) since 2015 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) from 2012 to 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced abdominal distension ("abnormal bloating/gastrointestinal or digestive system condition-constant bloating and pressure,"). In (B)(6) 2012, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse),") and the first episode of weight increased ("weight gain of almost 100 pounds,"). In (B)(6) 2012, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-repeat bladder infections") and cystitis ("infection (bladder/urinary tract/vaginal)-repeat bladder infections"). In (B)(6) 2012, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), pruritus ("always itching"), dysgeusia ("metal taste in mouth"), dizziness ("dizziness"), the first episode of rash papular ("little itchy bumps that comes from no where,") and allergy to metals ("nickel allergy"). On (B)(6) 2013, 1 year 4 months after insertion of essure, the patient experienced the first episode of bartholin's cyst ("repeat bartholin gland cyst"). In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant), tooth disorder ("dental problems/severe teeth issues") and nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("depression,"), anxiety ("anxiety") and panic disorder ("panic disorder"). In 2014, the patient experienced adenomyosis ("adenomyosis/other injury(ies) or complication(s) adenomyosis,"), dysphemia ("neurological conditions or problems- stuttering"), cerebral disorder ("brain zaps,"), memory impairment ("forgetfulness") and palpitations ("palpitations"). In (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems- blurred vision") and vitreous floaters ("floaters constantly in line of sight,"). In 2015, the patient experienced alopecia ("my hair is thinning/hair loss") and migraine ("migraine/headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital prolapse ("stage 3 prolapse of my female organs / female organ prolapse"), burning sensation ("burning sensation on the left side"), the second episode of bartholin's cyst ("repeat bartholin cysts"), the first episode of ovarian cyst ("ovarian cysts"), the second episode of dyspareunia ("painful intercourse"), feeling abnormal ("brain fog"), amnesia ("memory loss"), the second episode of weight increased ("gained a total of 83lbs in just 4 months"), tooth fracture ("my teeth are breaking at an alarming rate"), weight decreased ("now I am losing weight"), inflammation ("inflammation"), mental disorder ("psychological or psychiatric problems"), the second episode of rash papular ("rashes or skin conditions- small itchy bumps that would appear all over my body and then disappear,"), reproductive tract disorder ("reproductive system disorder or condition"), vaginal discharge ("vaginal discharge"), syncope ("black out spells,"), coital bleeding ("bleeding after sex"), abdominal pain lower ("constant cramps"), confusional state ("confusion"), muscle spasms ("muscle spasms"), night sweats ("night sweats"), hypoaesthesia ("numbness in hands and feet"), the second episode of ovarian cyst ("ovarian cysts"), ovulation pain ("painful ovulation"), abdominal discomfort ("the pressure in my abdomen"), neck pain ("constant cervical pain daily.") And malaise ("feel sick to my stomach as soon as I wake up."). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy remove coils along with a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital prolapse, burning sensation, adenomyosis, the last episode of bartholin's cyst, the last episode of dyspareunia, feeling abnormal, amnesia, the last episode of weight increased, tooth fracture, alopecia, weight decreased, inflammation, vaginal haemorrhage, menorrhagia, hypersensitivity, pruritus, urinary tract disorder, bladder disorder, tooth disorder, dysmenorrhoea, migraine, nausea, dysphemia, cerebral disorder, memory impairment, allergy to metals, mental disorder, depression, anxiety, panic disorder, reproductive tract disorder, vaginal discharge, syncope, coital bleeding, abdominal pain lower, night sweats, hypoaesthesia, the last episode of ovarian cyst, ovulation pain, abdominal discomfort and neck pain outcome was unknown, the abdominal distension, dysgeusia, dizziness, fatigue, urinary tract infection, cystitis, the last episode of rash papular, confusional state, muscle spasms and malaise had resolved and the vision blurred, vitreous floaters and palpitations was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abortion spontaneous, adenomyosis, allergy to metals, alopecia, amnesia, anxiety, bladder disorder, burning sensation, cerebral disorder, coital bleeding, confusional state, cystitis, depression, dizziness, dysgeusia, dysmenorrhoea, dysphemia, fatigue, feeling abnormal, genital prolapse, hypersensitivity, hypoaesthesia, inflammation, malaise, memory impairment, menorrhagia, mental disorder, migraine, muscle spasms, nausea, neck pain, night sweats, ovulation pain, palpitations, panic disorder, pelvic pain, pregnancy with contraceptive device, pruritus, reproductive tract disorder, syncope, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vitreous floaters, weight decreased, the first episode of bartholin's cyst, the first episode of dyspareunia, the first episode of ovarian cyst, the first episode of rash papular, the first episode of weight increased, the second episode of bartholin's cyst, the second episode of dyspareunia, the second episode of ovarian cyst, the second episode of rash papular and the second episode of weight increased to be related to essure. The reporter commented: patient had event pressure upon sitting, and she had take patient traumatic stress disorder medicine on 2015 .and traditional medicinal belly comfort tea on 2015 approx 2012-2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: proper blockage bilaterally after procedure me that everything looked good and that my tubes were confirmed blocked. On (B)(6) 2012, she had underwent a vaginal ultrasound and she brought a copy of that and it showed possible adenomyosis of her uterus. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet, new reporter, patient demographic information, relevant history, lab data essure , concomitant product, indication and start stop date were updated, new events abnormal bleeding (vaginal/menorrhagia), allergic or hypersensitivity reaction, always itching,metal taste in mouth, dizziness, little itchy bumps that comes from no where, bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, infection (bladder/urinary tract/vaginal)-repeat bladder infections, repeat bartholin gland cyst, migraine/headaches, nausea, neurological conditions or problems- stuttering, brain zaps, forgetfulness, nickel allergy, pain, pregnancy (stillbirth or miscarriage), psychological or psychiatric problems, , anxiety, panic disorder, depression, rashes or skin conditions- small itchy bumps that would appear all over my body and then disappear, reproductive system disorder or condition, female organ prolapse, on (B)(6) 2018: follow-up 4th and 5th process together :medical records, new reporter and patient relevant history were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 21-oct-2015. The most recent information was received on 12-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("miscarriage") and loss of consciousness ("black out spells,") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 (three live births on (B)(6) 2002, (B)(6) 2008 and (B)(6) 2011.), multigravida and vaginal delivery (3 vaginal deliveries) in (B)(6) 2011. On (B)(6) 2015 to (B)(6) 2015 she tooked oral contraceptoive. Ahe had an undocumented miscarriage while implanted with essure. All other pregnancies she carried to term and had normal vaginal births with no complications. She was not allergic to any medicines. No evidence of free fluid in the cul-de-sac. No masses palpable in the adnexal region. Both tubal ostia were visualized and appeared normal in appearance. Previously administered products included for an unreported indication: latex. Concurrent conditions included ocular discomfort, uterine cervical pain and renal cyst nos. Concomitant products included alprazolam (xanax) since 2015, paroxetine hydrochloride (paxil) since 2015, tramadol hydrochloride (ultram) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) from 2012 to 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced discomfort ("pressure upon sitting"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced abdominal distension ("abnormal bloating/gastrointestinal or digestive system condition-constant bloating and pressure,"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse),"), abnormal weight gain ("weight gain of almost 100 pounds,") and coital bleeding ("bleeding after sex") and was found to have weight increased ("gained a total of 83lbs in just 4 months") and weight decreased ("now I am losing weight"). In (B)(6) 2012, the patient experienced tooth fracture ("my teeth are breaking at an alarming rate"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-repeat bladder infections"), cystitis ("infection (bladder/urinary tract/vaginal)-repeat bladder infections") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), pruritus ("always itching"), dysgeusia ("metal taste in mouth"), dizziness ("dizziness"), the first episode of rash papular ("little itchy bumps that comes from no where,") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced the first episode of bartholin's cyst ("repeat bartholin gland cyst"). On (B)(6) 2013, the patient experienced genital prolapse ("stage 3 prolapse of my female organs / female organ prolapse / prolapse"), the first episode of ovarian cyst ("ovarian cysts") and ovulation pain ("painful ovulation"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), toothache ("dental problems/severe teeth issues / tooth pain") and the first episode of nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("depression,"), anxiety ("anxiety") and panic disorder ("panic disorder") with panic attack. In (B)(6) 2014, the patient experienced the second episode of rash papular ("rashes or skin conditions- small itchy bumps that would appear all over my body and then disappear,"). In 2014, the patient experienced adenomyosis ("adenmyosis/other injury(ies) or complication(s) adenomyosis,"), dysphemia ("neurological conditions or problems- stuttering"), cerebral disorder ("brain zaps,"), memory impairment ("forgetfulness") and palpitations ("palpitations / blood or heart disorder/condition type: heart palpitations"). In (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems- blurred vision") and vitreous floaters ("floaters constantly in line of sight,"). In 2015, the patient experienced alopecia ("my hair is thinning/hair loss") and migraine ("migraine/headaches"). On an unknown date, the patient experienced loss of consciousness (seriousness criterion medically significant), burning sensation ("burning sensation on the left side"), the second episode of bartholin's cyst ("repeat bartholin cysts"), the second episode of dyspareunia ("painful intercourse"), feeling abnormal ("brain fog"), amnesia ("memory loss"), inflammation ("inflammation"), mental disorder ("psychological or psychiatric problems"), reproductive tract disorder ("reproductive system disorder or condition"), abdominal pain lower ("constant cramps"), confusional state ("confusion"), muscle spasms ("muscle spasms"), night sweats ("night sweats"), hypoaesthesia ("numbness in hands and feet"), the second episode of ovarian cyst ("ovarian cysts"), abdominal discomfort ("the pressure in my abdomen"), neck pain ("constant cervical pain daily."), the second episode of nausea ("feel sick to my stomach as soon as I wake up."), headache ("headache"), gingival disorder ("gum problem"), abdominal pain ("abdominal pain") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (hysterectomy remove coils along with a bilateral salpingectomy, vaginal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, loss of consciousness, genital prolapse, burning sensation, adenomyosis, the last episode of bartholin's cyst, amnesia, weight increased, tooth fracture, alopecia, weight decreased, inflammation, vaginal haemorrhage, menorrhagia, hypersensitivity, pruritus, urinary tract disorder, bladder disorder, toothache, dysmenorrhoea, memory impairment, allergy to metals, mental disorder, depression, anxiety, reproductive tract disorder, vaginal discharge, coital bleeding, abdominal pain lower, night sweats, hypoaesthesia, the last episode of ovarian cyst, ovulation pain, neck pain, headache, gingival disorder, abdominal pain, adnexa uteri pain and discomfort outcome was unknown, the abdominal distension, the last episode of dyspareunia, feeling abnormal, dysgeusia, dizziness, fatigue, urinary tract infection, cystitis, migraine, dysphemia, cerebral disorder, the last episode of rash papular, abnormal weight gain, confusional state, palpitations, muscle spasms, abdominal discomfort and the last episode of nausea had resolved and the panic disorder, vision blurred and vitreous floaters was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, abortion spontaneous, adenomyosis, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, bladder disorder, burning sensation, cerebral disorder, coital bleeding, confusional state, cystitis, depression, discomfort, dizziness, dysgeusia, dysmenorrhoea, dysphemia, fatigue, feeling abnormal, genital prolapse, gingival disorder, headache, hypersensitivity, hypoaesthesia, inflammation, loss of consciousness, memory impairment, menorrhagia, mental disorder, migraine, muscle spasms, neck pain, night sweats, ovulation pain, palpitations, panic disorder, pelvic pain, pregnancy with contraceptive device, pruritus, reproductive tract disorder, tooth fracture, toothache, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vitreous floaters, weight decreased, weight increased, the first episode of bartholin's cyst, the first episode of dyspareunia, the first episode of nausea, the first episode of ovarian cyst, the first episode of rash papular, the second episode of bartholin's cyst, the second episode of dyspareunia, the second episode of nausea, the second episode of ovarian cyst and the second episode of rash papular to be related to essure. The reporter commented: patient traumatic stress disorder medicin on 2015 .and traditional medicinal belly comfort tea on 2015 approx 2012-2015. Discrepancy in insertion date (B)(6) 2012 and (B)(6) 2012. Current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: proper blockage bilaterally. After procedure me that everything looked good and that my tubes were confirmed blocked.. Ultrasound scan vagina - on (B)(6) 2012: she brought a copy of that and it showed possible adenomyosis of her uterus. Essure into right, 2 coils seen, left essure, 2 coils seen.. Concerning the injuries reported in this case, the following one were described in patient¿s medical records confiriming events bloating,abdominal pressure, painful intercourse;pelvic pain, vaginal pain, abdominal pain, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-apr-2019: new reporters : event headache, panic attack , gum problem, abdominal pain , ovarian pain, tooth pain and pressure upon sitting were added. Event outcome updated & reporter were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on 21-oct-2015. The most recent information was received on 31-jul-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in a 31-year-old female patient (gravida 1, para 1) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3 (three live births on (B)(6) 2002, (B)(6) 2008 and (B)(6) 2011.), multigravida and vaginal delivery (3 vaginal deliveries) in september 2011. On (B)(6) 2015 to (B)(6) 2015 she took oral contraceptive. And had an undocumented miscarriage while implanted with essure. All other pregnancies she carried to term and had normal vaginal births with no complications. She was not allergic to any medicines. No evidence of free fluid in the cul-de-sac. No masses palpable in the adnexal region. Both tubal ostia were visualized and appeared normal in appearance. Previously administered products included for an unreported indication: latex. Concurrent conditions included ocular discomfort and uterine cervical pain. Concomitant products included alprazolam (xanax) since 2015, paroxetine hydrochloride (paxil) since 2015, tramadol hydrochloride (ultram) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) from 2012 to 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced abdominal distension ("abnormal bloating/gastrointestinal or digestive system condition-constant bloating and pressure,"). In (B)(6) 2012, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse),") and abnormal weight gain ("weight gain of almost 100 pounds,"). In (B)(6) 2012, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-repeat bladder infections") and cystitis ("infection (bladder/urinary tract/vaginal)-repeat bladder infections"). In (B)(6) 2012, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), pruritus ("always itching"), dysgeusia ("metal taste in mouth"), dizziness ("dizziness"), the first episode of rash papular ("little itchy bumps that comes from no where,") and allergy to metals ("nickel allergy"). On (B)(6) 2013, 1 year 4 months after insertion of essure, the patient experienced the first episode of bartholin's cyst ("repeat bartholin gland cyst"). In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant), tooth disorder ("dental problems/severe teeth issues") and the first episode of nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("depression,"), anxiety ("anxiety") and panic disorder ("panic disorder"). In 2014, the patient experienced adenomyosis ("adenmyosis/other injury(ies) or complication(s) adenomyosis,"), dysphemia ("neurological conditions or problems- stuttering"), cerebral disorder ("brain zaps,"), memory impairment ("forgetfulness") and palpitations ("palpitations"). In (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems- blurred vision") and vitreous floaters ("floaters constantly in line of sight,"). In 2015, the patient experienced alopecia ("my hair is thinning/hair loss") and migraine ("migraine/headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital prolapse ("stage 3 prolapse of my female organs / female organ prolapse"), burning sensation ("burning sensation on the left side"), the second episode of bartholin's cyst ("repeat bartholin cysts"), the first episode of ovarian cyst ("ovarian cysts"), the second episode of dyspareunia ("painful intercourse"), feeling abnormal ("brain fog"), amnesia ("memory loss"), weight increased ("gained a total of 83lbs in just 4 months"), tooth fracture ("my teeth are breaking at an alarming rate"), weight decreased ("now I am losing weight"), inflammation ("inflammation"), mental disorder ("psychological or psychiatric problems"), the second episode of rash papular ("rashes or skin conditions- small itchy bumps that would appear all over my body and then disappear,"), reproductive tract disorder ("reproductive system disorder or condition"), vaginal discharge ("vaginal discharge"), loss of consciousness ("black out spells,"), coital bleeding ("bleeding after sex"), abdominal pain lower ("constant cramps"), confusional state ("confusion"), muscle spasms ("muscle spasms"), night sweats ("night sweats"), hypoaesthesia ("numbness in hands and feet"), the second episode of ovarian cyst ("ovarian cysts"), ovulation pain ("painful ovulation"), abdominal discomfort ("the pressure in my abdomen"), neck pain ("constant cervical pain daily.") And the second episode of nausea ("feel sick to my stomach as soon as I wake up."). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy remove coils along with a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital prolapse, burning sensation, adenomyosis, the last episode of bartholin's cyst, the last episode of dyspareunia, feeling abnormal, amnesia, weight increased, tooth fracture, alopecia, weight decreased, inflammation, vaginal haemorrhage, menorrhagia, hypersensitivity, pruritus, urinary tract disorder, bladder disorder, tooth disorder, dysmenorrhoea, migraine, dysphemia, cerebral disorder, memory impairment, allergy to metals, mental disorder, depression, anxiety, panic disorder, reproductive tract disorder, vaginal discharge, loss of consciousness, coital bleeding, abdominal pain lower, night sweats, hypoaesthesia, the last episode of ovarian cyst, ovulation pain, abdominal discomfort and neck pain outcome was unknown, the abdominal distension, dysgeusia, dizziness, fatigue, urinary tract infection, cystitis, the last episode of rash papular, abnormal weight gain, confusional state, muscle spasms and the last episode of nausea had resolved and the vision blurred, vitreous floaters and palpitations was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abnormal weight gain, abortion spontaneous, adenomyosis, allergy to metals, alopecia, amnesia, anxiety, bladder disorder, burning sensation, cerebral disorder, coital bleeding, confusional state, cystitis, depression, dizziness, dysgeusia, dysmenorrhoea, dysphemia, fatigue, feeling abnormal, genital prolapse, hypersensitivity, hypoaesthesia, inflammation, loss of consciousness, memory impairment, menorrhagia, mental disorder, migraine, muscle spasms, neck pain, night sweats, ovulation pain, palpitations, panic disorder, pelvic pain, pregnancy with contraceptive device, pruritus, reproductive tract disorder, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vitreous floaters, weight decreased, weight increased, the first episode of bartholin's cyst, the first episode of dyspareunia, the first episode of nausea, the first episode of ovarian cyst, the first episode of rash papular, the second episode of bartholin's cyst, the second episode of dyspareunia, the second episode of nausea, the second episode of ovarian cyst and the second episode of rash papular to be related to essure. The reporter commented: patient had event pressure upon sitting, and she had take patient traumatic stress disorder medicine on 2015 .and traditional medicinal belly comfort tea on 2015 approx 2012-2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: proper blockage bilaterally after procedure me that everything looked good and that my tubes were confirmed blocked. On (B)(6) 2012, she had underwent a vaginal ultrasound and she brought a copy of that and it showed possible adenomyosis of her uterus. Essure into right, 2 coils seen, left essure, 2 coils seen. Concerning the injuries reported in this case, the following one were described in patient¿s medical records confirming events bloating,abdominal pressure, painful intercourse;pelvic pain, vaginal pain, abdominal pain, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.